Event description:
The customer observed a false positive alinity I total -hcg result for a 28-year-old female patient. The following results were provided: (reference range: non-gravid individuals: <5.0 iu/l). Sid (B)(6) initial result = 919.9 iu/l, repeat result = <2.3 iu/l. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false positive alinity I total ss-hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing. Data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints identified a slight increase in complaint activity for lot 76394ud01, however, no increase in complaint activity was identified for list number 07p51. Device history review did not identify any nonconformances, potential nonconformances, or deviations associated with the lot number and complaint issue. In-house accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I total ss-hcg reagent lot 76394ud01 was identified. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07p51-77 that has a similar product distributed in the us, list number 7p51-21 / 31, with 510k/PMA/bla number k170317. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false positive alinity I total -hcg result for a 28-year-old female patient. The following results were provided: (reference range: non-gravid individuals: <5.0 iu/l). Sid (B)(6). Initial result = 919.9 iu/l, repeat result = <2.3 iu/l. No impact to patient management was reported.